Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported a battery/no power issue was reported with the adc device and was therefore unable to obtain readings. Replacement product was issued, however due to a delivery delay, the customer was unable to monitor glucose levels and customer experienced loss of consciousness, shakiness and was unable to self-treat. The customer was administered glucose gel and metformin by third-party administration. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported a battery/no power issue was reported with the adc device and was therefore unable to obtain readings. Replacement product was issued, however due to a delivery delay, the customer was unable to monitor glucose levels and customer experienced loss of consciousness, shakiness and was unable to self-treat. The customer was administered glucose gel and metformin by third-party administration. There was no report of death, serious injury or mistreatment associated with this event.